Manufacturer narrative:
Initial medwatch report was submitted, upon further review it was found that this medwatch report 3006260740-2024-06691 is a duplicate file and has been voided. The original event was submitted on medwatch report 3006260740-2024-06584.

Event description:
It was reported by customer that piccs some were cracked/leaking. Dressing removed, site cleansed as per policy. Writer attempted to withdraw for blood return, unable to get blood, tried flushing with normal saline and the saline squirted out at the top of the butterfly hub. No other information provided, at this time.

Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. A supplemental will be submitted with evaluation results.

Event description:
It was reported by customer that piccs some were cracked/leaking. Dressing removed, site cleansed as per policy. Writer attempted to withdraw for blood return, unable to get blood, tried flushing with normal saline and the saline squirted out at the top of the butterfly hub. No other information provided, at this time.